Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 20 mg/ml of hydromorphone at 2.480 mg/day and 5 mg/ml of bupivacaine at 0.2600 mg/day via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient's pump was alarming. Telemetry had not yet been performed to confirm the nature of the alarm, however the hcp noted that, per the latest pump printout, the pump replace by date was (B)(6) 2017. No symptoms were reported. No further complications were reported.